Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned expired (3/30/2017) - unable to test. Most likely underlying root cause: mlc-6- passed expiration date. (B)(4).

Event description:
Consumer reported complaint for reading of hi. The expected fasting blood glucose test result range is :120-126mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/30/2017 (expired) and open vial date is (B)(6) 2016 (more than 4 months). The meter memory was reviewed for previous test result history(date/time not set): hi (B)(6) 2017 12:01 pm fasting: no; 273mg/dl (B)(6) 2017 08:25 pm fasting: yes; 290mg/dl (B)(6) 2017 08:12 pm fasting: yes; 454mg/dl (B)(6) 2017 10:19 pm fasting: yes; 206mg/dl (B)(6) 2017 09:30 pm fasting: yes. Memory concerns: customer concerned with results (B)(6) 2017 of hi. The normal fasting glucose range is 120mg/dl to 126mg/dl over a year ago when he was checking regularly. The customer is using expired test strips and he has been using the same vial for a year.